Manufacturer narrative:
Results: a manufacturing review of the device was performed and indicated no discrepancies or anomalies of the reported device. Operative notes from the original surgery and the clinical history of the patient are not available for evaluation. It was reported that the patient is (B)(6) with bmi (B)(6) (obese). This high bmi could have been one of the contributing factors of the implant reduction in height. The patient was experiencing thigh pain. The patient is doing fine at this time and no medical intervention is planned. Conclusion: failure of the implant could not be confirmed and therefore a plausible root cause could not be identified.

Event description:
It was reported that; cage collapsed when patient went for follow up x-rays with the doctor. In surgery, the cage was expanded with no problem. Patient has thigh pain.

Event description:
It was reported that; cage collapsed when patient went for follow up x-rays with the doctor. In surgery, the cage was expanded with no problem. Patient has thigh pain.